Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received a report alleging damage to lung tissue, with the patient indicating device usage from (B)(6) 2018, to (B)(6) 2022. The patient expressed concerns over potential lung damage and the risk of serious illness, although no medical intervention was reported. The patient is suing for payment and a declaration of liability for future damages. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned for investigation. During the evaluation, the service center visually inspected the device and found error code 130 (err_task_wdog_time out) which is a reboot error level due to a failed pca component. In addition, there was contamination from dust/dirt inside the device. There was no evidence of foam particles or degradation. The device was scrapped per the customer request. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.